Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 02nov2020 in the b.5. Field. No further follow up is planned. Evaluation summary . A male patient reported that the injection screw of his humapen ergo ii did not move to push the cartridge plunger to release the insulin. He experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1206d01, manufactured june 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the device batch did not identify any atypical findings with regards to injection screw issues. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality. There is no evidence of improper use.

Event description:
Lilly case ID:(B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer reporter via a patient support program (psp), concerned a 39-years-old male patient of unknown origin. Medical history included gliclazide tablets on which he did not felt any improvement and suffered from high blood glucose levels and had permanent high blood glucose levels due to which he suffered from deep vein thrombosis in the leg and was hospitalized more than a day. He was extremely nervous person. Concomitant medications included lactose tablet for diabetes mellitus and accept th tablet for blood flow to the brain (as reported). The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), from a cartridge, via an unspecified reusable pen (manufacturer unknown), 20 units each morning and 20 units in afternoon, subcutaneously, for diabetes mellitus, beginning approximately in 2007. Since starting human insulin isophane suspension 70%/human insulin 30% therapy he had permanent high blood glucose levels for which he was hospitalized. On an unknown date in 2011, due to permanent high blood glucose levels, he suffered from deep vein thrombosis in the heart for which he was hospitalized for more than a day. On (B)(6) 2014, due to permanent high blood glucose levels, he suffered from brain stroke which led to severe poor memory and due to that he was admitted to the intensive care unit for 18 days then hospitalized in a room for more than two weeks then on an unknown date he was discharged. That severe poor memory affected his work and his work became office work instead of working on machines. After he suffered from heart and brain strokes, his health care professional increased his doses of humulin 70/30 from 20 iu to 30 iu at morning, from 20 iu to 30 iu or 40 iu if he had a fat meal in the afternoon and 10 iu if he had a dinner at night. Approximately since (B)(6) 2019, he started taking human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), from a cartridge via humapen ergo ii. Since (B)(6) -2020, it was found that when the humapen ergo ii be without a cartridge the screw move properly but when the cartridge be inside the humapen ergo ii and pressed on the injection button, the screw did not move to push the cartridge plunger to release the insulin (product complaint (B)(4) lot no 1206d01) and when it was tried to perform a troubleshooting , he tried to change the cartridge and the needle many times but without any change. As of (B)(6) 2020 he still had permanent high blood glucose due to which he was hospitalized. He was not recovered from memory impairment while outcome of remaining events was recovering. Corrective treatment was unknown. Status of human insulin isophane suspension 70%/human insulin 30% therapy was continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The general and suspect humapen ergo ii duration of use was about one and a half year (18 months) as it was started approximately in apr-2019. The action taken with the humapen ergo ii and its return was unknown. The initial reporting consumer did not relate the events with human insulin isophane suspension 70%/human insulin 30% therapy but considered it to the fact that he was extremely nervous person which was the reason of all the events, while did not provide the relatedness of events with humapen ergo ii. Edit 22-oct-2020: upon review of information received on 14-oct-2020, added the device age as 18 months (1.5 year) and no other changes were made in the case. Edit 22oct2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting and added contact log accordingly. No new information added. Edit 27-oct-2020: upon review, updated the gender of patient in third paragraph in narrative. No other changes were made in the case. Update 02nov2020: additional information received on 01nov2020 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields. Added the date of manufacture for the suspect device associated with pc 5331030. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer reporter via a patient support program (psp), concerned a (B)(6)-years-old male patient of unknown origin. Medical history included gliclazide tablets on which he did not felt any improvement, and suffered from high blood glucose levels and had permanent high blood glucose levels due to, which he suffered from deep vein thrombosis in the leg and was hospitalized more than a day. He was extremely nervous person. Concomitant medications included lactose tablet for diabetes mellitus, and accept th tablet for blood flow to the brain (as reported). The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), from a cartridge, via an unspecified reusable pen (manufacturer unknown), 20 units each morning and 20 units in afternoon, subcutaneously, for diabetes mellitus, beginning approximately in 2007. Since starting human insulin isophane suspension 70%/human insulin 30% therapy he had permanent high blood glucose levels for which he was hospitalized. On an unknown date in 2011, due to permanent high blood glucose levels, he suffered from deep vein thrombosis in the heart for which he was hospitalized for more than a day. On (B)(6) 2014, due to permanent high blood glucose levels, he suffered from brain stroke, which led to severe poor memory and due to that he was admitted to the intensive care unit for 18 days then hospitalized in a room for more than two weeks then on an unknown date he was discharged. That severe poor memory affected his work and his work became office work instead of working on machines. After he suffered from heart and brain strokes, his health care professional increased his doses of humulin 70/30 from 20 iu to 30 iu at morning, from 20 iu to 30 iu or 40 iu if he had a fat meal in the afternoon and 10 iu if he had a dinner at night. Approximately since (B)(6) 2019, he started taking human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), from a cartridge via humapen ergo ii. Since (B)(6) 2020, it was found that when the humapen ergo ii be without a cartridge the screw move properly but when the cartridge be inside the humapen ergo ii and pressed on the injection button, the screw did not move to push the cartridge plunger to release the insulin (product complaint: (B)(4)/lot no 1206d01), and when it was tried to perform a troubleshooting , he tried to change the cartridge and the needle many times but without any change. As of (B)(6) 2020, he still had permanent high blood glucose due to which he was hospitalized. He was not recovered from memory impairment while outcome of remaining events was recovering. Corrective treatment was unknown. Status of human insulin isophane suspension 70%/human insulin 30% therapy was continued. The patient was the operator of the humapen ergo ii, and his training status was not provided. The general and suspect humapen ergo ii duration of use was about one and a half year (18 months) as it was started approximately in (B)(6) 2019. The action taken with the humapen ergo ii and its return was unknown. The initial reporting consumer did not relate the events with human insulin isophane suspension 70%/human insulin 30% therapy, but considered it to the fact that he was extremely nervous person which was the reason of all the events, while did not provide the relatedness of events with humapen ergo ii. Edit 22-oct-2020: upon review of information received on 14-oct-2020, added the device age as 18 months (1.5 year), and no other changes were made in the case. Edit 22oct2020: updated medwatch and european and(B)(6) fields for expedited device reporting and added contact log accordingly. No new information added. Edit 27-oct-2020: upon review, updated the gender of patient in third paragraph in narrative. No other changes were made in the case.